Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on both the cold and hot jaws or the intact heater wire. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device transected tissue two (02) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (B)(4). No final testing was conducted due to the results of the transection test. A manufacturing engineering evaluation was requested. Based on the returned condition of the device as well as the evaluation results, the reported failure ""intermittent continuity" was confirmed. A manufacturing engineering evaluation was conducted. The issue with intermittent continuity was not confirmed. The complaint device was connected to the complaint lab's hemopro power supply (c-vh-3010), hemopro 2 adapter (c-vh-4020), and hemopro 2 extension cable (c- vh-4030). The on/off power switch on the hemopro power supply (c-vh-3010) was moved to the on position and the toggle on the handle of the complaint vh-4000 hemopro2 tool was pulled back to the activation (power on) position. The hemopro power supply immediately started making an audible beeping sound that indicated electrical energy is being delivered to the complaint vh-4000 hemopro2 tool. The toggle on the handle was released and the toggle returned to the neutral position. The audible beeping stopped indicating that the device was no longer activated. It was observed that the heating element on the jaws of the complaint vh-4000 hemopro 2 tool did heat up, indicating energy was being delivered to the heating element. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. Based on the manufacturing engineering evaluation results, the reported failure "intermittent continuity" was not confirmed. The lot # 3000479949 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during the branch ligation phase of the vein harvest, vasoview hemopro 2 cutter would intermittently not work. Swapped the power supply but still had intermittent cutting. Then switched to a new vh-4000 kit to complete the procedure. No harm to patient. Minimal delay. Pre-procedure cutting tool testing completed.